Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how was the procedure performed? (Open, lap, or has) the procedure was performed under lap. But the surgeon cut a small incision when used ecs29. Could you please clarify for me what is has? Thanks. What type of anastomosis was created? (End to end, end to side) end to end. Which stapling technique was used? (Single, double or triple) double. If (single or double), which purse-string suture technique was used? (Hand-sewen or suture clamp) suture clamp. What other devices were used for transecting and/or closing otomies? No. Was the sales representative present? No. How did you confirm the anvil was secured to the trocar? The surgeon cut a small incision when used ecs29. Trocar was not used. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Was more than one firing stroke required to hear the crunch? (Y/n) n. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Behind 1/3. Were any unexpected noises heard? No. Did the firing handle/trigger return to its original (pre-fired) position without intervention? (Y/n)y. Was the breakaway washer completely cut through? (Y/n) y. Where and what did the staple form look like? Unk. How long has the surgeon been using this device for this procedure? Around 10 years. Was the attending surgeon an experienced ees circular user? (Y/n) yes. Who fired the device (attending, p.a, tech., etc.)? P.a. Was the person firing the device an experienced ees circular user? (Y/n) y. Was there a recent conversion to ees devices with this account or with this surgeon? No. Is there any additional information you would like to share relative to the issue? No. What is the patient's present condition? The patient is fine and discharged. Is a pathology specimen available? No. Are there any x-rays and /or pictures available for analysis? No. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, part of the staples were malformed after firing. The surgeon changed to hand sewing to complete the procedure. The patient is fine. As the patient had the hepatitis, the sample was discarded. There were no adverse consequences for the patient.